Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer reported that the cleaning was performed according to the instruction for use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) receive a report that a heater-cooler system 3t device was found to be contaminated with pseudomonas auruginosa bacterium. There was no known patient involvement.

Manufacturer narrative:
From a follow-up communication, livanova (B)(6) learned that the heater cooler system 3t was used inside of the operating theater. Lab test results were received on (B)(6) 2017. One test result dated (B)(6) 2017 stated an increased amount of bacteria count (B)(6), whereas the second test result dated (B)(6) 2017 stated a decreased bacteria count (B)(6).the test result for pseudomonas aeruginosa showed for both dates absent (B)(6), so the contamination of the device with pseudomonas aeruginosa cannot be confirmed in this case. There were no positive results for non-tuberculosis mycobacteria stated. Corrective actions are in progress for this issue.